Manufacturer narrative:
E1: (B)(6) the device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, root cause was not established for horizontal stripe noise appears in the image. It is likely the following led to the malfunction: due to damage on ccd unit, the image had linear scratches. Based on historical data, possible causes include damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the flex deflectable videoscope the image displays horizontal stripes. The issue was found during set up. There was no patient involvement or patient injury reported.